Event description:
When the feeding tube was at the pylorus, the stylet/driver error message appeared on the cortrak monitor. Attempted to select try again button but continued to get error message. Procedure was stopped. Plan to get abdominal x-ray to see where tip of tube is located.